Event description:
The customer contact reported the device was constantly alarming for distal air and the device door roller was broken. It was reported there was no pt involvement and no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was broken. Further testing using a test door the device alarmed for n234 (distal air bolus). The probable cause of the n234 was due to the app printed circuit board. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.